Manufacturer narrative:
Bloody fluid was observed on the exterior of the pump. A pipe cleaner was inserted into the pump max vacuum port, and blood was observed to be inside the pump. Conclusions: evaluation of the returned device revealed that the penumbra system aspiration pump max 220v (pump max) had blood inside. This type of damage typically occurs due to improper handling during use. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood will likely enter the pump assembly. The blood inside the pump max likely contributed to the reported burned smell. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220 (pump max). During the procedure, the physician attempted to aspirate within the patient using the pump max, however there was a burned smell when aspiration was switched on. It was found that the nurse had accidentally connected the aspiration tubing directly to the pump and not the canister, causing blood to be aspirated into the pump max. The pump max was therefore not used, and the procedure was successfully completed using manual aspiration. There was no report of an adverse effect to the patient.